Manufacturer narrative:
Sc-1132 (sn (B)(4)) the complaint was confirmed. The impedances of all the electrodes were extremely low with load connected. It was determined that the electrodes were shorted to the vh node inside the asics (application specific integrated circuit- u2 and u3). It was reported that electrocautery was used in close proximity to the ipg during the procedure.

Event description:
A report was received that during a revision procedure, the patient's ipg was replaced due to suspected device malfunction. It was unknown what malfunction the ipg had. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that during a revision procedure, the patient's ipg was replaced due to suspected device malfunction. It was unknown what malfunction the ipg had. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the ipg was working properly until electrocautery was used near the can. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Event description:
A report was received that during a revision procedure, the patient's ipg was replaced due to suspected device malfunction. It was unknown what malfunction the ipg had. The patient was doing well postoperatively.